Event description:
Customer reported experiencing an allergic skin reaction while wearing an adc freestyle libre sensor for less than a day. Customer reported experiencing skin irritation and having contact with a healthcare professional who prescribed an unspecified ointment for treatment. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Device manufactured date has been updated based on returned product download. Sensor (B)(4) was returned and investigated. Visual inspection was performed on the sensor patch and no issues were observed. Data was successfully extracted using approved software and the sensor was found to be in state 5 (normal termination).the adhesive was returned. Extended investigation has also been performed for the reported complaint. Dose audit reports and environmental monitoring reports, including bioburden and endotoxin testing, were reviewed for the quarterly period during which this complaint unit was manufactured. No abnormalities were found, and the investigation showed all processes were effective. No malfunction or product deficiency was identified. No further investigation is required.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date of event is unknown. The device mfg date is unknown. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported experiencing an allergic skin reaction while wearing an adc freestyle libre sensor for less than a day. Customer reported experiencing skin irritation and having contact with a healthcare professional who prescribed an unspecified ointment for treatment. There was no report of death or permanent injury associated with this event.